Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert for shock impedance measurements of greater than 125 ohms. The increase was gradual, and there were no episodes of noise noted. Technical services (ts) discussed continued monitoring of the impedances. No adverse patient effects were reported. The lead remains in service.